Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The patient's blood glucose (bg) values reached 269 mg/dl.

Manufacturer narrative:
The pod was received fully deployed. The download data shows the pod in pod state 15, completing 58 pulses, 48 of which occurred during first prime, indicating the pod was deactivated after completing second prime. The pod was able to complete second prime in the expected number of pulses, showing no reason the pod would have deployed early. The pod was reset back to the not deployed position. Rotation of the ratchet gear caused the pod to deploy normally after being reset. No damages or deficiencies were observed in the needle mechanism that would cause the needle mechanism to deploy early, however, it could not be determined when the needle mechanism deployed and the cause of the reported event could not be determined.